Event description:
Reporter indicated that pt had a 1st degree heart block following chronic vns (pr interval approximately .35 with periods of asystole of 2-3 seconds). A 24-hour ECG was performed. After programming the vns to off, the ECG immediately improved. Further follow-up revealed that the pt was diagnosed by a cardiologist with 3rd degree heart block and was hospitalized for pacing. It is suspected that the lead coils may be placed too near to the carotid branch. It was later reported that the pt still has a long pr interval and some asystole, but much less. The physician's opinion, the vns device was exacerbating an underlying cardiac problem that was not previously detected. Physician plans to admit pt for overnight monitoring to determine if the pt has epilepsy at all.